Event description:
It was reported that there was a disconnection between the patient connector (catheter adapter) of a minicap extended life pd transfer set and the titanium adapter which resulted in leak. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The leak was further described as ¿bag containing the miniset was wet¿. As a result, the patient's transfer set was replaced in the dialysis clinic. The ¿titanium adapter was not replaced, as it was well fixed¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.